Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube, corroded motor home switch, and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked keypad overlay, scratched case, and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was 120 mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that battery compartment was corroded. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.